Manufacturer narrative:
Customer did not provide the part number or serial number of the affected device.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable pump" error with a continuous rate between 1.0-1.3/hr. The patient had multiple errors despite charging the pump for a 6-week continuous infusion. The hard cassettes (less than 100ml) were initially administered, but since the errors, they changed out to the large volume cassettes (250 ml bag) without further concerns. There was no patient, or clinician injury associated with this occurrence.